Manufacturer narrative:
PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -0.5/+1.0/031 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2018. The lens ws explanted on (B)(6) 2018 due to excessive vaulting, significant reduction of irido-corneal angles and pigment dispersion. Another icl lens was not implanted. The reporter indicated the cause of the event was unknown. The lens was disposed of at the facility and will not be returned.